Event description:
An asymptomatic patient presented in clinic for normal follow up. Externalized conductors were observed. The the electrical function of the lead was normal. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.